Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that two xience sierra stents (3.50 x 23 mm and 3.50 x 38 mm) were implanted on (B)(6) 2018. On (B)(6) 2018 the patient was readmitted with chest pain [angina] and other cardiovascular symptoms. The treatment provided was not reported. No additional information was provided.